Manufacturer narrative:
This customer reported four (4) elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report number(s) are referenced in the respective 3500a forms for traceability.

Event description:
Distributor reported that a customer observed blood lead elevated results with leadcare ii (lc ii). Testing was repeated and elevated results persisted. The distributor provided the following value for one of the test results: initial lc ii test result 10.9 g/dl; re-run result was 11.6 g/dl. Repeated testing was performed using same treatment reagent tube, and the patient was not sent out for confirmatory testing. In communications with magellan's ts, the customer confirmed that capillary specimens were collected using capillary tubes provided with the leadcare ii test kit. Customer indicated that the kit was received on 02/09/2026 and the controls were tested on 02/10/2026, quality control test results were not provided but according to customer they were within range. On 02/12/2026 the customer attempted to contact ts and left a message. Ts also attempted to contact the customer via phone and email. As a precaution, ts provided, via email, cdc recommendations for capillary blood lead collection and FDA communication regarding the use of safe-t-fill tubes. Ts asked customer whether any recent renovations or construction had occurred in the office. Two follow-ups attempts were made to determine whether the issue persisted; however, the customer indicated that no additional patients had been tested since the event and they would contact ts after additional patient testing was performed.